Manufacturer narrative:
Original MDR 2517506-2018-00712 was filed on 28-dec-2018. Additional information (10-jan-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc has reviewed the instrument data and no product non-conformance was identified. Siemens does not recommend diluting patient samples with siemens troponin sample diluent when the sample is flagged with abnormal reaction as this could cause false elevation. Sample results with an abnormal reaction flag are not reportable and the dimension exl operator's guide directs customers to use an alternate methodology to report the result. The dimension exl operator's guide provides customers some troubleshooting guidance to evaluate the patient sample for interference or instrument issue. This event was caused by the customer not following siemens instructions for use. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on the dimension exl system. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl instrument. The discordant result was reported to the physician. The same sample was reprocessed the same day, a correct result was obtained and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin I results.